Manufacturer narrative:
It is unclear, from the information provided, what caused the nautilus oxygenator to leak blood. The device was discarded and not returned therefore, a definitive root cause cannot be derived.

Event description:
The patient was placed on ECMO and flow was initiated at 12:43 pm. Flow and pressures were stable upon going up on the rpm and flow. After several minutes, blood was seen dripping out of the exhaust port of the nautilus oxygenator. The patient was immediately clamped out, and a new nautilus oxygenator was brought in and replaced. The patient went back on support at 13:16 with no issues. Total blood loss was 20ml.